Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tech applied the tr band successfully. Upon removing the syringe the balloons began to deflate. They attempted again, and it did the same thing. They applied another tr band and it was successful. They inflated the reported tr band again for the sample bag provided, and it was holding its air just fine. The patient was in stable condition. There was no bleeding. The patient was in recovery after the second tr band was applied. The procedure was a successful closure. There was no change to the patient. There were other devices or equipment used with the reported device. Additional information was received on april 16, 2019. The procedure for the patient was a left heart catheterization. There was no damage to tr band noted prior to use. Additional information was received on april 17, 2019. Blood loss was less than 250cc. The only blood was oozing from the balloon going down, and was very minimal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation. One used regular tr band assembly along with the inflator was returned for product evaluation. Visual inspection revealed no anomalies with the tr band inflator. Microscopic and fluoroscopic images of the air inlet port were taken. No anomalies were observed. Leak testing was then performed on the device. The returned tr band inflator was used to inflate the tr band with 15 ml of air. Digital pressure was applied to the large and small balloon to verify full inflation. The inflated tr band was then submerged under water. No bubbles were observed along the seals of the large and small balloons or along the air inlet port. After 21 hours, the tr band was deflated, and 15 ml of air was measured which conforms to the required specification. No leak was present during testing. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.